Event description:
It was reported to boston scientific corporation that during preparation for a procedure using a capio open access suture capturing device, the bullet detached in the capio prior to use. There were no complications to the patient.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device, and the cause for this event.